Event description:
The reporter stated that the end-user was at physical therapy in the hospital when the end-user stated that the bolts broke on the back spline and he fell out of the chair backwards hitting his head. The end-user was taken to emergency to be checked, no injuries were reported.

Manufacturer narrative:
Final results are pending further evaluation.